Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced lack of therapeutic effect in b/l feet despite reprogramming. Surgical intervention took place on (B)(6) 2023 where only the scs ipg was explanted. No leads were explanted. Patient has opted to try drg system at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.